Event description:
During evaluation of a returned spectrum iq pump, the device was found to have a reduced audio level. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a detached speaker that reduced the device audio level was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.